Event description:
It was reported that wire separation occurred. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected for use together with a 1.25mm rotalink plus. After ablation was performed from the mid lad to the distal lad, a wire separation was noted. It was reported that the separated wire was not completely removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient condition was good post procedure.

Manufacturer narrative:
E1: initial reporter country - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The guidewire returned inside of a protective hoop. The guidewire was easily removed from the protective hoop. The returned guidewire was broken and the returned section measured approximately at 320 cm from the proximal end. The distal section was not returned. The returned section was kinked approximately at 224 cm from the proximal end. Photos provided by the customer of the device were reviewed and were consistent with the damage found from visual/microscopic inspection. Dimensional inspection revealed outer diameter (od) at distal tip, middle of the device, proximal section were within specification, however overall length could not be measured due to device condition (guidewire broken/fractured).

Event description:
It was reported that wire separation occurred. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected for use together with a 1.25mm rotalink plus. After ablation was performed from the mid lad to the distal lad, a wire separation was noted. It was reported that the separated wire was not completely removed from the patient. The procedure was completed with a different device. No patient complications were reported. The patient condition was good post procedure.